Event description:
It was reported by pt's attorney that pt underwent a left hip arthroplasty in 207. Post-op, he experiences pain due to possible acetabular loosening. A revision is scheduled for spring 2010.

Manufacturer narrative:
The manufacturer did not receive explanted devices, x-rays or other source documents for review. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. While a cause for this specific clinical event cannot be ascertained from the info provided, the common clinical presentation and the date of the original implantation suggest that the revision surgery is related to the issues for which zimmer implemented a correction in 2008. Should additional info become available that changes this assessment, an amended medical device is report will be filed. The need for further corrective measures is not indicated at this time and zimmer considers this case closed.

Manufacturer narrative:
This case was reopened on january 28, 2016 to enter additional information which had been received on january 25, 2016. Since this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced, zimmer (B)(4) will close this case once again. Zimmer's reference number of this file is (B)(4).

Event description:
A product liability claim was raised. It was reported that the patient was implanted a durom acetabular component 56/50 p. The patient was revised on (B)(6) 2010 due to pain and loosening. This is a bilateral claim. Right side complaint : (B)(4).